Event description:
The field service engineer reported that the system was not saving all images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.